Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a successful cardiac ablation procedure, groin bleeding occurred at the site of intervention. Track ooze at the groin site required intervention, including injection of a local anesthetic and application of pressure. The event resulted in prolongation of the existing hospitalization, and the patient was monitored overnight. The patient recovered and was discharged home the following day. No further patient complications have been reported as a result of this event.